Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A medical assistant reported that during an intraocular lens (iol) implant procedure, the lens stuck midway and had difficulty pushing it further. The surgeon tried pushing further and the lens suddenly expulsed out in the capsular bag causing a capsule rent. The iol was removed and another iol model was used to complete the procedure successfully. The sample was discarded by accident.

Manufacturer narrative:
Additional information provided. Product evaluation: the lens was returned positioned incorrectly (posterior surface up) in the lens case of the replacement lens. The delivery device was not returned. Viscoelastic was dried on the lens. There was no damage observed to the lens. A dimensional inspection was conducted. The lens met specification per the approved template. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. Root cause: the root cause cannot be determined for the reported complaint. The lens was returned outside of a device. The device was not returned for an evaluation. The lens was undamaged. A dimensional inspection was conducted. The lens met specification per the approved template. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).